Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a puncture in the reservoir. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has holes which led to leaks in the reservoir shell that was the result of a sharp instrument damage which probably occurred during the implant surgery. Labeling review: the device instructions for use (IFU) was performed based on the conclusion that it is possible sharp instrument damage occurred during the implant procedure. The following statements were identified, do not use product that has damaged or open packaging, as sterility may be compromised;unsuccessful outcomes have been reported due to improper surgical technique, anatomical misplacement of components, improper sizing and filling of components, or tubing kinks. It can therefore be concluded that the proper warnings are identified in the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to this event was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a puncture in the reservoir. No patient complications were reported.